Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5c92k. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information received: the device approached the target tissue again and again because of the narrow pelvis. But the device was used normally. When the device was opened, the staples didn¿t deploy. The quarter of the right side of the tissue was not cut and the intestinal canal remained to open. Another device was not used. The technique was changed to the purse string instrument and the case finished. The sigmoidectomy was performed for this patient in 2014. The target tissue was placed near the side of anal than the former anastomosis. Dr thought the target tissue may be a little hard. The former anastomosis was not dissected. The patient is stable. Batch number of cs40g was u5c92k. Batch number of reload (cr40g) was u5c747. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open sigmoidectomy, the staples were not deployed. The target tissue at a quarter of the right side of the staple line was uncut. The device was used on the colon. The purse-string suture by endo-psi was performed to complete the case. There were no adverse consequences to the patient.